Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v440525, implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-mar-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the lead was not connected which was why the lead was replaced. They tried clarifying their statement: patient didn't like the setting so the healthcare provider (hcp) and a "tech" just disconnected the lead. In the summer of 2018, the patient went to their current and managing hcp; they met a rep there. The rep was checking "all the leads" and said, "what the did they do that for", "why didn't they just reprogram things (instead of disconnecting the lead)?" The patient didn't know why the previous hcp "disconnected the lead" (they didn't know the lead had come out or how previous hcp had disconnected it, but did know the lead and battery were both replaced). In summer 2018, the battery was checked by the rep; the patent said their settings were really high which was why the battery was used up. No further patient complications have been reported as a result of this event.